Event description:
Lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 3-oct-2024 information received that this report was opened in error. (B)(6) is still implanted with no complaint. Please close the file. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.